Event description:
Nurse reports that over several routine chronic hemodialysis treatments, patient has experienced a decrease in blood pressure that requires saline boluses up to 500cc. No other medical intervention is required. Patient is also receiving chemotherapy. On (B) (6) 2010 pre bp 135/65 sitting; 93/73 standing; uf 2.4kg, ufr 0.42; pre (B) (6)kg, post wt (B) (6) kg; post bp 108/53 sitting, 83/55 standing - 300cc at start of tx. On (B) (6) 2010 pre bp 115/64 sitting, 105/63 standing; uf 0.9kg, ufr 0.17l/hr; post bp 96/51 sitting, 81/52 standing - 200cc saline at initiation, 250cc intra and 200cc at end of tx, pre wt (B) (6)kg, post wt (B) (6)kg. On (B) (6) 2010 prebp sitting 100/61, 112/59 standing; uf 1.41kg, ufr 0.29l/hr; pre wt (B) (6)kg, post wt (B) (6)kg post bp sitting 120/56, standing 85/55; no saline recorded as given. On (B) (6) 2010 prebp sitting 134/65, standing 114/65; uf 1.5kg, ufr 0.29l/hr; pre wt (B) (6)kg post (B) (6)kg; post bp 134/60 sitting, 97/56 standing; no saline recorded as given. On (B) (6) 2010 prebp sitting 133/64, 109/58 standing; pre wt (B) (6)kg, post wt (B) (6)kg; uf 1.6kg, ufr 0.29l/kg; post bp sitting 99/54, standing 81/56.

Manufacturer narrative:
Initial review of information provided indicates that the device is operating within specification. Device has not yet been returned and investigation is ongoing at the time of this report. A follow up report will be submitted.